Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: 17-sep-2024. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection of the complaint handpiece revealed that the plunger rod was partially advanced. Viscoelastic residue was observed to be distributed throughout the cartridge; cartridge tip was damaged. The lens module was opened revealing no viscoelastic residue or damage; however, excess dried viscoelastic was found in the cartridge opening. Plunger rod advancement was inspected and no resistance was felt; damage was not identified with the plunger rod tip. The lens was received coated in viscoelastic residue and stuck on the outside of the lens module. One haptic was detached and found inside the lens module. The lens was cleaned and inspected revealing scratches. The complaint issue "haptic damaged" was not identified during product evaluation. However, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. (B)(6) device evaluation: the preloaded unit was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be performed. Manufacturing record evaluation: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no additional complaints were received for this po. No escalation required. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) had a haptic broken during the injection. Implantation was not possible. The back up lens was used. No further detail was provided.